Manufacturer narrative:
(B)(4). The date of event is the best estimate of the date of the first onset of the product problem (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the advantech board to resolve 2012 error. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a 2012-instrument host (ih) time out communication error. There was no patient injury reported.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.